Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient had a "positional lead fracture" that possibly was the result of physical trauma experienced by the patient. A system's diagnostic test performed after the patient's physical trauma indicated that the vns system was performing as intended. The vns generator and lead were replaced. The surgeon reported that during the explant procedure the lead was noted to be intact. The generator and lead have been received by manufacturer. Product analysis is pending completion.